Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The pump assembly, effluent/supply line, shaft, and tip were visually inspected. Blood was present inside the device and there was a mixture of blood and fluid in the attached waste bag, when received. Inspection of the device presented no damage or irregularities. Functional testing was performed by attempting to remove the guidewire from the zelante device. The guidewire was able to be removed from the hub with no issues. The wire was then reinserted through the hub and advanced through the device and removed once more with no issues. The inner diameter of the hub and tip was measured with a calibrated pin gage set. The pin gage was able to be placed into the device with no issues, indicating the ID of the device was within specification.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter was stuck on wire. The wire was changed but same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that catheter stuck on guidewire occurred. An angiojet zelantedvt catheter was used for a thrombectomy procedure. During the procedure, it was noted that the catheter was stuck on wire. The wire was changed but same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.